Event description:
Sorin group received a report that during a procedure, the perfusionist could not achieve the desired flow through the oxygenator. The centrifugal pump, tubing circuit, and arterial filter were changed out but the issue persisted. The oxygenator was then changed out and the issue was resolved. No blood was given to compensate for the blood loss due to the change out of the disposables. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the apex hp m adult hollow fiber membrane oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be filed when the investigation is complete.